Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that before surgery an ophthalmic system without warning switched itself off and it would not switch back on. The surgery was completed with alternative system and there was no patient harm.